Event description:
The sales rep reported that during an acl with meniscal repair, after deploying the 2nd implant, the silicone tubing fell off into the patient¿s joint space when the needle was retracted. The tubing was retrieved and nothing was left in the patient. The surgeon completed the procedure with another like device with no patient consequences, the procedure was extended by 15 minutes. The sales rep reported that the surgeon had done a fat pad resection and did not over penetrate the meniscus. The customer already discarded the complaint device.

Manufacturer narrative:
The complaint device was discarded at the facility and therefore not available for evaluation. Without physically evaluating the needle and the silicone tubing, the exact failure or the root cause cannot be determined. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. The 12 month complaint rate for this failure was reviewed against the risk analysis document and found to be within the expected levels. Therefore, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.